Event description:
New information received notes that further instances of out of range impedance was observed. Lead provocation tests yielded normal and stable results. Physician elected to monitor the lead. Patient was stable before, during and after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was one out of range measurement of sense and pace impedance recorded. During follow up provocative testing was performed; however, the sense and pace impedance was in range. Physician decided to take no action other than switching the patient notifier to on. Patient condition was good.